Event description:
It was reported that (3) lcsc5 were used with hituv during an laparoscopic nissen fundoplication. It was reported by the affiliate that the device opened heavily. Another device was used to complete the case. There was no consequence to the patient.